Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) stopped during procedure when turning down flow. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in portland, oregon. Through follow-up communication livanova learned that there was an intermittent error (unknown code) when turning down flow on cp5. A livanova field service representative was dispatched to the facility to investigate the device and in order to solve the issue shaft encoder and computer (hkr) board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. This report was due on november 26, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Based on the analysis of the cp5 system service manual (cp_sem_60-00-60), several error messages are associated to a fault in the main processor of the circuit board hkr 0325 or in the shaft encoder. The analysis of the complaint database did not reveal similar events related to the involved cp5 system since 2021 (mfg date). Based on all the current level of information, the root cause of the event was traced back to a malfunction of the hkr board and shaft encoder. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.